Manufacturer narrative:
The pump was received with normal sleep currents. No unexpected low battery, power loss or replace battery alarms noted during testing. The detailed trace and pump history confirmed that no unexpected low battery, power loss or replace battery alarm anomaly was noted. The micro timer was functioning properly. The pump was received with a scratched case, a pillowing keypad overlay and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm power loss. Customer's blood glucose at time of incident was 23.9mmol/l. Customer stated that they replaced the battery several times. The customer stated that they got power loss alarm again. Customer was advised that the pump would be replaced and needs to return faulty pump for analysis.